Event description:
It was reported that the patient experienced unspecified issue with ams 700 cx inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Additional information received stated that the implant was no longer functioning and device contained air upon explanting. The patient status post procedure was uncomplicated.